Event description:
Clinical study. It was reported that 110 days after a carotid artery stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was located in the ostium left internal carotid artery, with an 80% stenosis and was 18 mm long with a reference vessel diameter of 5.5 mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, there was 50% residual stenosis. At 110 days after the index procedure, the patient had in-stent restenosis. It was treated with angioplasty and a re-stenting with a non bsc carotid stent system. In the opinion of the physician the relationship of the tvr to the nexstent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.